Event description:
It was reported the ilet user experienced hyperglycemia after announcing a usual size breakfast but eating more than his usual carbohydrate intake. The reported blood glucose values were 221 mg/dl and later 323 mg/dl after the user ate again. The user was advised that the system would learn and correct over time with education provided on meal announcements and allowing the pump to adjust. Symptoms included hyperglycemia. Outcomes included no functional impairment, no need for medical intervention, and no hospitalization. Investigation included customer service review and user education regarding device use and meal handling. Investigation of this case revealed no device malfunction and user-related factors associated with meal size based on carbohydrate intake and meal announcements while the system adapts. It was concluded that the event was consistent with device use and learning behavior without evidence of device failure and resolved or expected to resolve with continued use and adherence to instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.